Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was complaining of being ¿shocked¿ on his left scalp where brain lead and scalp join. Although impedances were within normal limits the surgeon made the decision to replace the extension with a new extension. Intra op, impedances showed a short at 1 and 3 and they changed the programming to contact 2 with good therapeutic response. External factors that may have contributed were not reported or were unknown. Issue was reported to be resolved at time of report.